Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). It was reported the ventilator stopped aspirating due to the compressor system it was connected to. Our field service engineer found on site that the compressor was alarming with a high temperature alarm. It was concluded that the compressor thermoelectric cooler was not cooling. The thermoelectric cooler was then replaced but not released by the customer for further investigation. The evaluation of the provided device logs shows an occurrence of a failing air supply on the day before the reported event. If a compressor failure occurs during ventilation it may lead to stop of ventilation. The ventilator will then raise visible and audible high priority alarms. If the compressor thermoelectric cooler malfunctions with the observed high temperature alarm, air with a temperature and humidity above specification may be generated by the compressor. In this case the compressor will continue to deliver compressed air. There is no immediate risk to the patient. Our conclusion is that a failing air supply occurred on the day before the reported event. The root cause why the air supply failed or why the thermoelectric cooler malfunctioned cannot be established because of lack of information and lack of returned part.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported the ventilator stopped aspirating due to the compressor system it was connected to. The received ventilator logs support low air supply pressure that was caused by the compressor. There was no patient harm. Manufacturer ref. #: (B)(4).